Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels in the low 200's range (mg/dl) after breakfast. Reportedly, the customer has been able to correct bg level without issue. As tandem technical support was not contacted at the time of the issue, a system check was not performed. Although requested, no further details were provided by the customer regarding this event.